Event description:
It was reported that patient underwent hip procedure in 2004. Subsequently, patient underwent revision procedure in 2008, due to severe pain. During procedure clear fluid and necrosis tissue were noted. Acetabular cup shell and modular head components were replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.

Manufacturer narrative:
The component was never returned to manufacturer, but sent to a third party for evaluation. A report was forwarded by third party evaluator to biomet and reviewed by a research scientist. The third party evaluation summary states "the cup inclination was thirty degrees, version not measured....wear and cocr ion release were higher than typical". The report offers no explanation of the findings and the photographs were taken at too low a magnification to determine any root cause.

Event description:
It was reported that patient underwent hip procedure in 2004. Subsequently, patient underwent revision procedure (B) (6) 2008 due to severe pain. During procedure, clear fluid and necrosis tissue were noted. Acetabular cup shell and modular head components were replaced.